Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the proximal ramus artery and was predilated with multiple inflations of a 2.5x12mm maverick balloon. The physician attempted to place a taxus express2 2.75x20mm drug eluting stent but was experiencing difficulty crossing. The physician attempted to pull the stent back to the buddy wire and felt resistance. Once the device was removed, it was noted that a stent strut "exposed" upon removal. The procedure was completed with another manufacturer's 2.75x18mm stent. No pt complications occurred. Pt status is satisfactory.